Event description:
It was reported a revision surgery performed to fix a periprosthetic fracture. The fracture was found one week after implantation. The surgeon does not blame the device and product is not available.

Manufacturer narrative:
Results of investigation: a revision surgery performed two weeks after implantation in order to fix a periprosthetic fracture was reported. No part was returned for investigation. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No similar complaints have been reported for this batch. No medical documents are available. Based on the performed investigation, the root cause of the reported issue remains undetermined. There is however to the best of our knowledge no indication that the reported device contributed to the reported issue. No further actions have been initiated. If additional information becomes available, this investigation will be reopened.